Manufacturer narrative:
A full analysis of the data logs has been performed, including tests on the device, which revealed that the calibration file (.dat) installed and used for the instrument holder mt-02-158 s/n (B)(6) was an obsolete version. The appropriate calibration file was then successfully installed on the robot, solving the issue. An applicative test confirmed that the calibration was conform. The technical root cause of the event was determined to be an incorrect calibration file used for the instrument holder. This manufacturing issue will be addressed through our non-conformity management process. Corrected data: - b4 date of this report. - g4 date received by manufacturer. - h2 if follow-up, what type . - h3 device evaluated by manufacturer. - h6 event problem and evaluation codes. - h10 additional narratives/data.

Event description:
After the seeg case on (B)(6) 2020, the surgeon called to tell that all of her electrodes were approximately 5 mm short of the target she set in the plan. We checked the patient folder from the day before and the same situation occurred. This hospital has done 3 surgeries since having the robot and this occurred in all 3 patients. There was no injury to any of the patients.

Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
After the seeg case on (B)(6) 2020, the surgeon called to tell that all of her electrodes were approximately 5 mm short of the target she set in the plan. We checked the patient folder from the day before, and the same situation occurred. This hospital has done 3 surgeries since having the robot, and this occurred in all 3 patients. There was no injury to any of the patients.